Event description:
It was reported that during a balloon dilatation procedure, a partial blade detachment occurred. The lesion was located at a venous anastamosis of the arteriovenous graft. The balloon was inflated four times; 6 atms for 90 seconds, 7 atms for 90 seconds, 12 atms for 120 seconds, and 12 atms for 120 seconds, respectively. It was unk whether or not the balloon was rotated between inflations. However, it was noted that the peripheral cutting balloon was not pulled back into the sheath between each inflation. Following balloon dilatation, the balloon catheter was withdrawn, and it was noted that one of the blades was "hanging off of the balloon." No difficulty was experienced during removal of the balloon catheter through the sheath. The lesion was post dilated with a different balloon catheter. No pt injuries or complications were reported. Patient status is listed as "ok".